Manufacturer narrative:
A complete lead was returned in one piece. Additional findings were observed. An external abrasion breaching the outer insulation was found exposing the outer coil at distal region consistent with friction to another device or features of the heart. Additional information: d9, h6.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-22940. It was reported that the left ventricular lead and the right atrial lead were explanted on (B)(6) 2020. It was noted that the right atrial lead exhibited a fracture. Further information was requested however, was not provided.